Event description:
Following a laparoscopic anti-reflux procedure utilizing the linx device, a patient experienced odynophagia leading to linx device explant. Anti-reflux procedure and linx device implantation occurred on (B)(6) 2014. Dysphagia first reported as of (B)(6) 2014. Gastroesophageal balloon dilation occurred (B)(6) 2014 that did not alleviate symptoms. Uneventful device explant on (B)(6) 2014 due to ongoing symptoms. Device found in the correct position and geometry.